Event description:
It was reported that pump battery failed to charge even though customer used tandem charging cable, tandem wall adapter, and working wall outlet, and pump did not display low power alerts, shutdown alarms, or power source alerts. There was no adverse impact to the customer's blood glucose level. Customer identified damage to charging cable and wall adapter, successfully resolved issue by changing to different charging cable and wall adapter, pump began charging, and technical support arranged replacement charging supplies with no further follow-up needed.